Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: according to the information received, "s+ tibial base plate loosening, which lead to the surgeon having to revise to an attune revision tibia". The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that attune fb tib base sz 3 cem had tissue remnants on one portion of the device surface, suggesting a partial fixation of the cement with the bone. No signs of cement remnants were observed on the other portions of device. With evidence provided, allegation cannot be confirmed and a potential cause cannot be established. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the attune fb tib base sz 3 cem would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
S+ tibial base plate loosening, which lead to the surgeon having to revise to an attune revision tibia. Loosening of the base plate caused varus knee to occur.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.